Manufacturer narrative:
(B)(4). Batch # r5737c. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a roux-en-y procedure the device was fired and the blade went to the distal tip and would not retract back. The reveres button was tried and nothing happened. The manual over ride was used to bring the blade back and open the jaws. The surgeon noted that the device had no power. The procedure was converted to open due to a hernia the surgeon found during the procedure. A second like device was used to complete the procedure with no patient consequences reported.